Event description:
The risk manager alleged that a patient was using the intermediate siderail as a support and allegedly the siderail dropped to its stored position. The patient did not fall.

Manufacturer narrative:
The investigation has not been completed.